Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. Initial reporter telephone: (B)(6). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions.¿ device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015- 01497 / 01498).

Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2015. Subsequently, the patient was revised on (B)(6) 2015 due to the liner subluxating from the acetabular cup. The liner and modular head were removed and replaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, the root cause of the event could not be determined.